Manufacturer narrative:
(B)(4).

Event description:
Device 3 of 3: reference MFR report: 3008829311-2016-00214, reference MFR report: 3008829311-2016-00215. The patient ((B)(6)) had 4 leads implanted; 2 from lot ab1436, 1 from lot ab1438 and 1 from lot ab1433 as part of his axium neurostimulator system. It was reported the patient experienced ineffective stimulation. The physician believed the position of the implanted leads needed to be changed in order provide patient with effective therapy. Surgical intervention was undertaken and all 4 leads were explanted and replaced.

Event description:
Device 3 of 3. Reference MFR report: 3008829311-2016-00214; reference MFR report: 3008829311-2016-00215.